Manufacturer narrative:
Patient reported as being: young male. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: surgery took place to implant a retrograde antigrade femoral nail (rafn). During one surgery, after finishing the proximal locking, the surgeon tried to remove the jig from the nail by using the screwdriver to undo the jig bolt to the connection of the top of the nail. However it would not disengage and took apparently over an hour to get it out. During a second surgery, this event occurred again when the sales consultant was in a retrograde/antegrade femoral nail case and the jig bolt, jig and nail seemed to lock incorrectly and would not disengage. This may have been caused by soft tissue tensioning on the jig but this was checked before inserting the nail and it seemed to work normal. The nail was hammered in so this could have possibly affected the patient's leg. The patient's leg was adjusted to the adducting position so it could become easier to remove. The release of the jig bolt, jig and nail was still very tight and the procedure was prolonged sixty (60) minutes. There was reportedly no patient harm. This report is for the events that occurred during the second surgery; the events of the first surgery are reported in (B)(4).

Manufacturer narrative:
Report was initially submitted on 04december2015 but the FDA site was down. Advised by FDA on 09december2015 to resubmit medwatch. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.